Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure the device would not release after completing a firing. It was unknown which firing of the device this occurred on. It was unknown how the device was removed from the patient. It was unknown how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information requested and received: what troubleshooting steps were attempted to open the device (knife reverse button, manual override)? Didn't know how device was removed from tissue. Reseated battery, activated the reverse button but didn't use manual override. Unknown how removed from tissue. Did the jaws of the device eventually open? Yes. If no, how was the device removed from the tissue? Na. What color cartridge was being used? Ecr45g. What type of procedure was the device used in? Wedge thoracotomy. How was the procedure completed? Use a second like device to complete.